Manufacturer narrative:
Model number/catalog number 72404155, serial number (B)(4). Batch/lot number 1000162005, model/catalog description reservoir 65 ml pc/iz, gtin (B)(4). Expiration date 09/17/2020. Manufacturer date 09/18/2018.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient was unable to activate the pump due to fluid loss from 2 holes in the right cylinder. The patient status was reported as no further complications.